Manufacturer narrative:
The follow-up attempts are in the process to obtain information about product availability for the evaluation. If there is any further relevant information from that follow-up, a supplemental medwatch will be filed.

Event description:
Date of event is unk. It was reported to boston scientific corporation (bsc) that the autotome rx sphincterotome, couldn't be oriented. It was difficult to position a sphincterotome correctly due to incorrect angulation. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "no pt consequences".